Manufacturer narrative:
Evaluation summary: in late 2007 the "2-in-1 drill" was returned to interventional spine. The drill had broken during surgery where the distal drill point diameter transitions from .118" to .180". Lot record review: it was determined that the drill was dimensionally acceptable. Material certification for the 455 stainless steel and heat treating certification were reviewed and found to be acceptable per the requirements of the drawing. Instrument analysis: a broken drill from the same lot number (110806-a) had previously been submitted to rj lee group, inc for analysis of the material, heat treatment, and for fracture analysis. It was concluded that although the material was heat treated as required, the material was not chemically consistent with the 455 stainless steel as required per the drawing.

Event description:
The distal portion of the 2-in-1 drill broke while the physician was drilling through the facet joint. The fragment was safety removed, the facet joint was drilled with a new drill and a bone-lok device was successfully implanted. There was no impact to the pt.